Event description:
The patient reported feeling a shock down the arm when the remote monitor was reading her implanted device during a remote transmission. The patient was referred to the clinic. Later follow up with the patient's clinic found that the patient did not call the clinic regarding the shock felt during the transmission. The clinic did receive the transmission and did not have any concerns regarding the device or the monitor. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).